Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing weight gain and explosive diarrhea. It was also noted that the patient had shocking sensation at the ipg site. The physician believed that the stimulator had absolutely nothing to do with the symptoms the patient felt. The patient underwent an explant procedure.